Manufacturer narrative:
The consumer used the product off-label by wearing while sleeping. Since this is a disposable single-use device, the patch is unavailable for evaluation and analysis. This report is below the threshold of the FDA's requirements for mandatory reporting of adverse events involving medical devices as there is no evidence that use of the product resulted in serious adverse health consequences. Instead, our investigation has determined that the pt experienced temporary or medically reversible adverse health consequences. Accordingly, this MDR is being submitted as a voluntary and proactive measure by the MFR to enhance product safety and pharmacovigilance.

Event description:
The consumer reported her husband used the product for six hours on his upper leg while sleeping. When the patch was removed, the consumer described two red welts with pus and blood from an apparent burn. The consumer consulted with his pharmacist and treated the area with different antibiotics and creams, such as triple antibiotic ointment and aloe vera.